Event description:
The femoral head component was loose upon impaction onto the stem. A second head was available and impacted onto stem to complete the surgery. There was no adverse consequence for the pt.